Manufacturer narrative:
The cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer reported that there were frequent air bubbles in the infusion set tubing. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies. The cartridge and infusion set tubing were functioning as expected. The contact was not with the customer at the time tandem technical support was contacted and therefore, the cannula was not removed for inspection. Reportedly, the cartridges are used for 3-6 days prior to changing.